Manufacturer narrative:
Updated data: b5. Second paragraph added d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure involving the evolutfx-26, moderate paravalvular leak was noted following the valve implant. Specific electrocardiogram (ECG) abnormalities noted after the valve implant included type I atrio-ventricular block and left bundle branch block; however, it was reported that unspecified ECG abnormalities were noted prior to the valve implant. No late complications were reported, and the patient was discharged home. No patient complications have been reported as a result of this event. Additional information was received which confirmed that the implanted valve was a 23mm evolutfx.

Event description:
It was reported that during an implant procedure involving the evolutfx-26, moderate paravalvular leak was noted following the valve implant. Specific electrocardiogram (ECG) abnormalities noted after the valve implant included type I atrio-ventricular block and left bundle branch block; however, it was reported that unspecified ECG abnormalities were noted prior to the valve implant. No late complications were reported, and the patient was discharged home. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.